Manufacturer narrative:
This investigation will be updated should pertinent further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to loss of capture and asystole greater than 2 seconds. The rv lead was repositioned without issue at an additional surgical intervention. No additional adverse patient effects were reported.